Manufacturer narrative:
The customer reported to physio-control that the third party biomed evaluated and verified the reported issue; however, due to the cost of the repair, the device has been permanently removed from service. The device has not been returned to physio-control for an evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The customer has sent their device to a third party biomed for repairs. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a training session, their device would not complete a boot up cycle when powered on. The customer changed the batteries in the device but that did not resolve the issue. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.